Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire. Date of issue is an approximation. It was reported that the sensor wire detached and is stuck inside the patient's skin. It was indicated that an x-ray was taken; however, the results of the x-ray was not provided. No additional patient or event information is available.